Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: 1 patient sample received a molecular false positive result for candida tropicalis. No treatment change was reported. Biofire was a dual positive: candida tropicalis , coagulase negative staphylococci-staph hominis. Gram positive cocci was seen on gram stain. Staphylococcus hominis grew on culture. Instrument sn: (B)(6). Biofire mfg catalog m416, lot number bcid2 pouch 2yj123.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: 1 patient sample received a molecular false positive result for candida tropicalis. No treatment change was reported. Biofire was a dual positive: candida tropicalis , coagulase negative staphylococci-staph hominis. Gram positive cocci was seen on gram stain. Staphylococcus hominis grew on culture. Instrument sn: (B)(6). Bactec fb1073. Biofire mfg catalog m416, lot number bcid2 pouch 2yj123.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023, batch no.: 3145925. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.